Event description:
Adverse event(s): "a corneal burn occurred" (burn, corneal). Product problem(s): "during quadrant removal, the system occlusion message displayed" (occlusion within device) (device displays error message). The surgeon reported a corneal burn occurred. The pt had a +4 brunescent cataract. The surgeon completed sculpting of the cataract with no problems. During quadrant removal, the system occlusion message displayed. The surgeon stated this indicated a chunk of very hard cataract was caught in the neck of the phaco tip. The phaco tip was brought to the central safety zone of the anterior chamber and the surgeon pressed the footswitch to achieve maximum phaco power to clear the clogged tip. The surgeon noticed the corneal incision became instantly white. The surgeon withdrew the phaco tip and inspected the incision and found it water tight. There was no evidence of tissue shrinkage. The surgeon placed the phaco tip in a beaker of bss and applied maximum phaco power to clear the clogged tip. After a few seconds the tip did clear. The surgeon proceeded with a very slow and careful phaco chop technique in attempting to remove the very dense cataract. The tip continued to become occluded. The surgeon again, placed the phaco tip in a beaker of bss and applied maximum phaco power to clear the clogged tip. The surgeon stated he completed this maneuver about ten times. The surgeon switched out the phaco tip to make sure it wasn't a problem with the phaco tip. The wound was sealed without sutures. The pt was seen day one post operatively. The pt presented with moderate edema due to the extended phaco time required to emulsify this extreme cataract. The surgeon stated there was no wound leakage. There was no evident whitening of the corneal stroma around the incision. The surgeon was happy to report the pt was in pretty good shape on day one post-operatively.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. The surgeon contacted the company sales representative to review the event. The company sales representative was on site and reviewed the phaco settings. The phaco settings were adjusted. The company sales representative suggested the surgeon use a 45 degree tip rather than the 30 degree tip the surgeon usually uses. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4)